Event description:
It was reported that medical attention was sought at the emergency room because the patient's pdm (personal diabetes manager) was failing to power on. The patient's mother reported that her son was experiencing chest pain, nausea, and elevated blood glucose levels, and he was still in the emergency room at the time of reporting. The patient had been using an insulin pen as a backup method. A medical professional planned to administer insulin to stabilize the patient's high glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.